Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fatal error message occurred whenever a user attempted to log in, and all technical staff were unable to access the system. A technical support specialist (tss) identified that the reported fatal error message was caused by low disk space on the system. The tss cleared storage space, removed unnecessary database logs and audit logs, and performed a new synchronization to reduce system load. The tss did not receive any further communication from the customer after the corrective actions, and it was confirmed that the station had been functioning normally for over a week. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed a fatal error message whenever users attempted to log in. All technicians were unable to access the device, and the issue had been ongoing for approximately five months. However, there were no delays or adverse events or injuries reported based on this event.